Event description:
New information received states non-sustained right ventricular oversensing episodes were observed due to myopotential oversensing. Oversensing was reproducible with deep respirations. The low frequency attention filter was turned off and oversensing could not be reproduced. The patient condition was fine before and after the follow-up.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented a merlin transmission, nonsustained right ventricular oversensing was observed due to post-paced t-wave oversensing. Programming changes were made.